Event description:
The following has been alleged by the patient's wife: it was reported that in 2005 the patient was implanted with a bard/davol composix kugel hernia patch during a hernia repair procedure. Nine years later the patient presented to the hospital where an x-ray revealed a large infected mass on the patient's abdomen. Patient is reported to be obese and in poor health. The patient was prescribed antibiotics which reportedly caused additional significant life threatening health complications. The patient is currently being treated for pneumonia. At this time the mesh remains implanted and his surgeon is not considering removal due to the patient's size and condition.

Manufacturer narrative:
The contact was not able to provide a catalog or lot number, therefore, a review of the manufacturing records could not be conducted. The warning section of the IFU for the bard/davol composix kugel hernia patch addresses infection as an possible adverse reaction. The IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted. Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged.